Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 26th january 2015. The device was returned with the reported fault of ¿continuous beeping¿. During testing at heartsine the status indicator was observed to be flashing green alongside a failure chirp. The measurements recorded would confirm a failure on the red status led, which had caused a partial short to beeper bp1. This would account for the status led flashing green alongside a failure chirp. The fault could not be replicated with a new membrane fitted to the device. This would confirm the reported fault had been caused by the failure of the red status led. The device was subject to final unit test ((B)(4)) at heartsine on the 26th january 2015 ¿ during this testing, no fault was found on the unit. This would therefore indicate the membrane had failed after this date. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new 500p device.

Event description:
The AED has continuous beeping sound. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The AED has continuous beeping sound. There was no patient involved in this event.